Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the first and second proximal rows were pushed distally and twisted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 2.25 promus premier¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, during the procedure, the stent came into contact with the distal tip of the non-bsc guide extension catheter several times and was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 2.25 promus premier¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, during the procedure, the stent came into contact with the distal tip of the non-bsc guide extension catheter several times and was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.